Manufacturer narrative:
The investigation for the reported issue has been completed. The returned product was visually inspected and no abnormalities were observed. A syringe with colored fluid was connected to the yellow luer, pressure was applied and a small filter hole leak was reproduced. The cause of the purge leak was sidearm filter damage. As noted in the impella IFU: impella cp with smart assist system section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a fluid leak from the purge sidearm during impella support. No additional information was provided related to the reported issue. There was no harm to the patient.